Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however, the reported issue was verified through the device's electronic records. Physio replaced the battery pins and battery contact pcb assembly as preventative maintenance. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. This report is for the second patient of two patient events with this device. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer for further information on this event and the second patient, but has been unsuccessful.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient. This report is for the second patient of two patient events with this device. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer for further information on this event and the second patient, but has been unsuccessful.